Event description:
The patient claimed that the animas pump has an intermittent power issue. There was no product misuse. The battery cap and compartment was not damaged. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. At the time of concern, the patient had blood glucose of 200+ mg/dl but did have any symptoms that suggest a serious injury. There was no report of any required medical invention for acute complication of diabetes. The patient's condition did not meet animas criteria of a serious injury. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that an "empty cartridge" alarm went unacknowledged for several hours, causing the battery to drain and the pump to reboot. There were no defects found on investigation; use error in not acknowledging the alarm caused the battery to drain and the pump to reboot.